Event description:
Update: lot information provided.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint has been reopened for investigation.

Manufacturer narrative:
Reopened for product. Examination of the returned devices by a depuy commercialized product development engineer finds no signs of unusual wear. X-rays were not provided and positioning cannot be commented upon. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Severe metallosis of the right hip resulting in removal of acetabular prosthesis implant date approx 4 years ago.